Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the v60 ventilator failed the system leak test. It was stated that the issue occur during initial testing and this failure occurred as an "out-of-the-box" event. No patient involvement.